Manufacturer narrative:
Product evaluation: the customer indicated the use of a qualified cartridge with a non qualified handpiece. The viscoelastic used is unknown. The product investigation could not identify a root cause. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided that the vision is better after iol exchange.

Manufacturer narrative:
The product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a lens that was removed due to poor vision following an intraocular lens (iol) implant procedure.